Manufacturer narrative:
The devices used in treatment have not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The user is advised to consult the instructions for use, which detail comprehensive instructions on the operation and use, including troubleshooting steps to be taken, with regard the reported event, including that therapy must be stopped if blood is observed, the renasys device is not designed to alarm if blood is present. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete. As no batch/lot number has been provided a review of the device history has not been possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. Furthermore, the exudate does not gel properly because it contains a lot of blood. The problem was solved by exchanging the four canisters. There was no patient harm. No delay information.